Event description:
Customer reports eight incidents of blood leaks from 12/00 - 01/01 during pt treatment on use numbers 1,2,2,3,5,8,9, and 10. Noted by blood leak alarms and visible blood in the dialysate hoses. Confirmed with hemastix. Estimated blood loss was 200 cc's per incident. Treatments were resumed with new dialyzers and new bloodlines without incident. No pt injuries or medical interventions reported.